Event description:
It was initially reported that the patient's generator was replacement due to end of service. The generator was returned to the manufacturer for evaluation. It was confirmed that c4- ceramic chip capacitor was measured to be out of specification and had no effect on device functionality. Additionally, electrical test failure was confirmed, which was related to the backup capacitor measurement, which appeared to be related to manipulation of the center lead. "An end-of-service" warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. The battery is partially depleted, 2.219 volts as measured during completion of test parameter of the final electrical test. Burn marks on the can suggests the device was most likely exposed to energy from an electrocautery device at explant. Post burn-in electrical test results showed that, except for c4 out of specification condition, the module performed according to functional specifications. Review of the manufacturer records show that all specification were met, test past and operations signed off on prior to shipment.